Manufacturer narrative:
Device pending full evaluation. Final report will be submitted with evaluation conclusion.

Event description:
Above knee amputee patient was walking on the sidewalk while wearing a mauch knee prosthetic when he claims the unit 'gave out' on him causing him to fall resulting in a trochanteric fracture. Patient was using the product for three months prior to incident. Patient has made a full recovery.

Event description:
Above knee amputee patient was walking on the sidewalk while wearing a mauch knee prosthetic when he claims the unit 'gave out' on him causing him to fall resulting in a trochantreric fracture. Patient was using the product for three months prior to incident. Patient has made a full recovery.